Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. Upon further review of the device interior no signs of previous moisture damage or traces of corrosion were found on the boards, cables, back of the lcd screen, or device motor. Device received with a crack on the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture damaged and o ring inside lip of reservoir compartment was missing. Customer's blood glucose level was 17 mmol/l. Troubleshooting was performed for damaged. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.